Manufacturer narrative:
Physical material review: no product was returned for visual inspection. Device history record review: the batch documents have been reviewed and the records showed that no problem was found relating to damage component and/or leakage during the manufacturing process. The review confirmed that all the operations, materials and tests were performed per manufacturing procedures. From the reported lot numbers, the affected kit assembly was manufactured in october 2015. Based on the complaint description and available info in the reported incident, in cause of complaint described above could not be determined due to no sample returned for investigation.

Event description:
Blood leakage occurred between aspirate syringe stopcock. The product was discarded due to pt with infection. Note: the syringe connection is uv bonded to this model.